Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue could not be reproduced. Flow accuracy testing was performed with no issues noted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. There is currently an open field action (fa-2021-056) associated with reinforcing proper intravenous line setup and detection of upstream occlusion for spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump underinfused during delivery in the intensive care unit. The pump was programmed to infuse four bags of potassium over four hours. The fourth bag did not complete and the device gave an 'infusion complete' message. The volume was reset to 50ml, and the same message was received. There was no report of patient injury or medical intervention associated with this event. No additional information is available.